Event description:
Per the clinic, the patient experienced dizziness and difficulty balancing, subsequent to device implantation. The patient was treated with an injection of intratympanic dexamethasone on (B)(6) 2012. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.